Event description:
The doctor states the abutment screw sheared off during insertion leaving the threaded portion in the implant.

Manufacturer narrative:
Unihg /gold-tite® hexed uniscrew / product associated with this complaint has not been returned (discarded); therefore, this complaint cannot be verified. No conclusion can be drawn. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition. No further action is required at this time